Event description:
The customer contacted abbott to report failed axsym rubella lgg calibrations, where error code 1111 (calibration check failure, m-cal 1, response too large) were generated. The customer was advised to centrifuge the master calibrators and recalibrate. The customer called back to report the calibration was successful and the issue was resolved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient). .(calibration error). .(error message given). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.